Event description:
During the procedure to implant the excluder bifurcated endoprosthesis device, approximately 1 liter of blood was lost from the 18fr valve site. There was no adverse outcome for the patient. There was no allegation of deficiency made by the clinician.